Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Implant was 1 of 3 placed in class iii bone during a routine procedure. This implant site (#9) previously failed on 5/11/96 and a new implant was placed on 10/1/96. This new implant was removed approx 2.5 weeks post-op at which time the pt presented with pain, bleeding and swelling.